Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 at an unknown hospital". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This event submitted to FDA under manufacturer report #3002808486-2016-00527 will be closed/cancelled as patient did not receive a filter manufactured by cook medical. (B)(4). Catalog#: igtcfs-65-1-fem-celect investigation is still in progress.

Event description:
Description according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 at an unknown hospital." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.